Manufacturer narrative:
A beckman coulter field service engineer was not dispatched. The customer resolved the issues by tightening a loose fitting/connector on the reagent probe b tubing assembly. No further leaks were observed. The instrument software version is 5.4. (B)(4).

Event description:
The customer reported finding a leak from reagent probe b on their unicel dxc 600i synchron access clinical system. The customer stated the leak was contained to the instrument with an approximate volume of 5 ml. The operator was wearing personal protective equipment and no injury or exposure was reported. No erroneous results were generated.